Event description:
It was reported there were six shocks for ventricular tachycardia (vt)/ ventricular fibrillation (vf), which failed. It was also reported there were non-sustained vt episodes. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.